Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for correction. Following the submission of the initial MDR, it was determined that (B)(4) is duplicate with (B)(4). (B)(4) will be cancelled. This MDR will be voided. After further evaluation of the complaint, it has been determined that the previously submitted report 9616066-2025-04114 was sent in error. This event was previously reported via MFR# 9616066-2025-04070 and MFR# 9616066-2025-04071.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had separated. The following information was provided by the initial reporter: tubing separated. Note: incident date unknown, affected quantity unknown, sample quantity unknown. Problem frequency: 1st time. Patient injury: no.

Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.